Event description:
A device was used during an esophogastrostomy. The device cut the tissue but did not staple. Hand suture was used to complete the case. This event extended the operation by three hours.